Event description:
Boston scientific received information that during a routine implant procedure, this left ventricular (lv) lead exhibited high pacing impedances greater than 2000 ohms and high thresholds during testing with a competitor pacing system analyzer (psa). Attempts were made to reposition the lead and change the cables on the psa. Abnormal impedance measurements were still found. The physician elected to explant and replace the lv lead. All measurements were taken with the new lead and were within normal range. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the lead will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal range, however, the lead was unable to perform the stylet insertion test as this was most likely due to body fluid found in the terminal pin. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found fluid in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis was unable to confirm the reported allegations.